Event description:
Note: this report pertains to the third of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy successfully. Two speedband superview super 7 were used; however, the bands still would not deploy. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Note: photos of the complaint device outside the patient were provided by the customer and showed one ligator head had intertwined blue bands and damaged white band, and the second ligator head had the bands intertwined and damaged blue and white bands.

Manufacturer narrative:
(B)(4).